Manufacturer narrative:
The pump passed the displacement, operating currents, self test, off no power and unexpected restart error tests. The pump was monitored and no missing segments during testing noted. No moisture damage found inside the pump. The pump was unable to prime during the prime test and gave a motor error alarm during the basic occlusion test due to a faulty force sensor resistor. The motor passed motor test. The pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of moisture damage and partial display from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she jumped into a swimming pool with the pump attached to the body. The customer stated that there is fluid under the lcd display. The customer stated that her pump screen was only showing partial display. The customer declined to troubleshoot for partial display. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.